Event description:
On the same day, with the same surgeon, there were two failed suture needles. Both sutures involved the coated vicryl with different lot numbers.in the first case as the needle was being passed though, the tip broke off. During the second case while being passed through, the needle bent.what was the original intended procedure?both procedures were cesarean sections.device #1is this a laboratory device or laboratory test?no.